Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported via a post market survey that a patient underwent an elbow arthroplasty procedure on an unknown date. Subsequently, patient was revised five years later due to capitellar wear of the radial head implant.

Event description:
It was reported via a post market survey that a patient underwent an elbow arthroplasty procedure on an unknown date. Subsequently, patient was revised five years later due to capitellar wear of the radial head implant. It is unknown if the implant was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Product ID - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. 510k number - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿wear and or deformation of articulating surfaces.¿